Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that they have "a feeling of like a solid round piece/substance ¿ like a thick round line rope that came out of a tube where my doctor injected. You can actually see it. Is that normal? I hate this feeling. It¿s like whatever they injected came out of a tube and it stayed like that in my face in a line¿ after they were injected about a year ago with juvéderm®. No other information provided.